Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative on 2016-nov-22 regarding a patient who was receiving 1750 mcg/ml clonidine at a dose of 10.6 mcg/day, 30 mg/ml bupivacaine at a dose of 0.181 mg/day, and 30 mg/ml dilaudid at a dose of 0.181 mg/day via an implantable pump. It was reported that a critical alarm was occurring; low battery reset and safe state. The pump logs were checked. An 8474 code was on the personal therapy manager (ptm).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Concomitant medication was vicodin. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms noted as pain. A critical alarm was heard; low battery reset. Telemetry had not been performed. The personal therapy manager had a code of 8474. The patient was taken to the hospital by ambulance and given intravenous fentanyl. The patient was going to be admitted and managed orally until she can be seen by her physician on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.